Event description:
In 2009, our nursing staff discovered that two heamonetic component therapy disposable kits - lot # b09171 - were not assembled correctly by the manufacturer. In these kits, one of the lines connected to the plasma bag and one leading to the cellular component bag were not connected properly.